Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported by the customer that the device doesn't recognize modules on either side. There was no additional information provided and no patient involvement.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported by the customer that the device doesn't recognize modules on either side. There was no additional information provided and no patient involvement.